Manufacturer narrative:
The reported event of the helix mechanism issue was confirmed. As received, a complete lead was returned. The helix found retracted and clogged with blood/tissue. Visual and x-ray examinations of the helix mechanism were normal. The cause of the reported event was isolated to the helix being clogged with blood/tissue. Electrical testing was also normal.

Event description:
It was reported that the patient presented for an implant procedure. During the procedure, it was noted that the helix of the right atrial (ra) lead had rotation problem. The lead was not used, and a new lead was implanted. The patient was stable throughout the procedure.